Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. It was also noted that the patient received a possibly inappropriate shock due to suspected atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician determined this was not an inappropriate shock. The patient was started on beta blockers.